Manufacturer narrative:
"The" returned instrument, intended for use in treatment, was returned as an MDR for evaluation. There was no relationship found between the device and the reported incident. Visual inspection of the returned opus speedscrew implant shows a deployed device with a detached implant. The instrument was returned with the function switch set to the middle position. One of the suture shutters is missing. No manufacturing abnormalities were identified. During functional evaluation the activation knob can be freely turned clockwise; both suture limbs were reeled into the wheels. The function switch was set to the middle position an can be moved to each of the positions; the complaint was not verified and the root cause could not be determined with certainty. Factors unrelated to the design or manufacture of the device which could have contributed to the complaint event includes: there may have been misalignment of the device when inserting, bend and applying excessive torque could cause reduced functionality. The instructions for use was reviewed and determined to have precautionary statements and instructions in regards to the use of the device to avoid damage and non-functionality. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during a rm suture procedure, the device clamping mechanism blocked early so the desired tension could not be attained. The threads were blocked in such a way that there was no forward or backward movement. It was extremely hard bone. No void was left in the patient and a backup device was available to complete the procedure with no patient injuries but there was a surgical delay greater than 30 minutes.